Manufacturer narrative:
Date sent to FDA: 10/11/96. H2 - johnson & johnson medical, inc. Has decided to discontinue MFR and sale of the streamline, landmark and centermark brands of i.v. Catheters as of 9/18/96.

Event description:
After the device was inserted without difficulty and before the guide wire had been removed, the pt became tachycardic, had a change in consciousness and had some trouble breathing. The pt remained responsive and needed "epinephrine and intravenous fluid bolus" before being transferred to the ICU to be monitored and receive add'l medications (steroid or antihistamines). The pt recovered shortly and was discharged home with the line in place for antibiotic therapy. The surgeon reports, "the clear silastic coating was cracked all the way around there were 2 layers fibrin had formed all around and inside it."